Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call motor processor did not act a command from delivery manager in a reasonable time alarm on the insulin pump. The customer's blood glucose level was 97 mg/dl. Troubleshooting was performed. The customer was unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. No unexpected an error in the motor was detected by reading unexpected value from hall sensor or the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarms noted during testing. An error in the motor was detected by reading unexpected value from hall sensor or the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement not confirmed. The motor was tested outside the pump and passed. Upon visual inspection the motor had a corroded home switch.